Manufacturer narrative:
It was reported that" technician assembled the bed, the next day when they went to use it, the foot section stopped working. They checked all the connects and have unplugged the bed to re- set it and the foot section still will not function." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
It was reported that the "technician assembled the bed, the next day when they went to use it, the foot section stopped working. They checked all the connects and have unplugged the bed to re- set it and the foot section still will not function."